Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. Refer to report 9611594-2015-00205 for the first report. Refer to report 9611594-2015-00207 for the third report. A report was received from (B)(6) stating the percutaneous endoscopic gastrostomy (peg) tube stopped functioning after one month of use and was removed. The tube migrated and blocked the transparietal abdominal area. The bumper did not detach from the device. Additional information received 10/30/2015 stated the device was removed under local anesthesia. There were no reported post-procedure complications. It is unsure if the peg tube was turned daily which is recommended for the prevention of buried bumper syndrome. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
The device history record for the lot number, 0202010034, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).